Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 265 mg/dl at the time of incident and the current blood glucose was 320 mg/dl. Customer reported that they have not contacted their health care professional regarding the high blood glucose. Based on customer reported customer does not allege pump was under delivering. Drive support cap appears normal. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. (B)(4).